Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse performed calibration on the left master tool manipulator (mtm) on surgeon side console (ssc) 1. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a training/demo of the da vinci system, the system was used with a dual console setup. When operating the universal surgical manipulator (usm) 1 with the left master tool manipulator (mtm) on one surgeon side console (ssc), non-intuitive motion occurred. It was noted the other ssc worked with no issues. No known impact or patient consequence was reported.